Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the reported issue was confirmed with a provided photograph. Electrical components at the power supply unit were overheated resulting in thermal damage. This is a known issue and can be attributed to a design flaw of the power supply board combined with a local power surge. The power supply unit is not robust enough against temporary power surges. The alleged defective power supply unit is a supplier part. The manufacturer of the power supply unit has announced corrective actions and a design improvement was implemented in the power supply unit in (B)(6) 2022 in series production. The concerned faulty power supply unit was manufactured before the design improvement. To resolve the reported issue, the power supply unit was replaced. The replacement part is equipped with the new design. A review of the device history record indicates no failures occurred in relation to the power supply unit and all required testing was passed successfully.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to repair an aqua c uno h reverse osmosis (ro) system with no power. It was reported to the biomed that the system was transported to a room and plugged into the electrical outlet but would not power on. There was no issue with the electrical outlet. Upon evaluation by an fst, thermal damage was identified on the power supply. The power supply appeared to be charred. The power supply was replaced to resolve the reported issue. The ro system was returned to service. There was no patient involvement nor harm to any individual as a result of the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to repair an aqua c uno h reverse osmosis (ro) system with no power. It was reported to the biomed that the system was transported to a room and plugged into the electrical outlet but would not power on. There was no issue with the electrical outlet. Upon evaluation by an fst, thermal damage was identified on the power supply. The power supply appeared to be charred. The power supply was replaced to resolve the reported issue. The ro system was returned to service. There was no patient involvement nor harm to any individual as a result of the reported issue.